Event description:
Reporter alleged obtaining the results of 197 mg/dl, 130 mg/dl and 106 mg/dl back to back within 10 minutes on the perfoma system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.